Event description:
It was reported that the ilet user experienced hyperglycemia after dinner. The user ate approximately 80 grams of carbohydrates but announced it as a usual dinner that delivered about 4 units, whereas the user typically would take about 8 units for that amount. The infusion set (teflon inset) and cartridge appeared normal with successful tubing priming, followed by a full supply change for safety. Symptoms included hyperglycemia peaking at 323 mg/dl without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to incorrect meal announcement, and the device component context involved the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.